Manufacturer narrative:
No visual inspection of the cone was possible because the cone was not in the blister. Only the tubes were in the blister. The test was performed with a different cone. Functional testing of the patient interface with the system shows that the docking on a rubber test eye was performed without issue and a treatment would be possible. The docking process was retied several times and with two orientations of the suction ring but no lack of suction or instable suction could be reproduced. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Further information and logfiles are requested, but not received. The root cause could not be identified conclusively because no further information or logfiles have been received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported with a four patient interface did not suck well during surgery. Surgery was completed with no patient's harm.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).